Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and customer stated she has a condition on her hip. Customer had a routine appointment with doctor and is not related to diabetes or diabetic symptoms.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 109mg/dl. The customer did report symptom of not feeling well. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 68 and 73mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 05/14/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).